Event description:
Boston scientific received information that the patient implanted with this device was reportedly lost to follow up. Upon a recent device interrogation, this device was unable to be interrogated. Technical services was consulted and discussed that it was likely that the device had been replaced for a competitor device. The local sales representative reported that the device remained implanted, however, was to be explanted for a non-bsc device. No further information was available. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.